Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced low audio output. Dexcom has issued an rga for patient to return device to be investigated.